Event description:
Pt had contracted with smile direct club for do-it yourself orthodontics. She presented to me with front teeth that were so sore she could not touch them nor have hot or cold food. An x-ray disclosed thickened ligaments around front tooth which indicates very high torquing forces to teeth. The aligners were made out of a material that was way too stiff, and way too long. Excessive force was built into the aligner she showed me, making her teeth loose and sensitive. Pt had proceeded with this mail-order treatment with no clearance from me, and her wisdom teeth not being removed as recommended. FDA safety report ID# (B)(4).